Manufacturer narrative:
Product ID 3889-28, lot# va0gmm8, implanted: 2014 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that a patient had no stimulation sensation and was having problems with getting her device adjusted right. It was noted that the patient previously had stimulation where it was too high, it was hurting her, and it happened ¿a month ago today.¿ the patient turned it down and now she couldn¿t feel it. The patient tried to increase stimulation but couldn¿t get it to go back up. It was noted that the patient had not felt stimulation shortly after she decreased stimulation, around 2014 (B)(6) or so. It was reported that the patient would like to increase stimulation a little bit, was currently at 0.7 and it was previously at 0.75. It was noted that the patient was able to synch with the implantable neurostimulator (ins), stimulation was still at 0.7, and the patient didn¿t see the lightning bolt icon. It was reported that the patient had ¿somehow accidently turned stimulation off.¿ the reporter stated that when the patient hit the stimulation on button, somehow she must have hit the decrease stimulation button at the same time because stimulation was now at 0.65. It was noted that the patient verified that stimulation was back on and she could feel a little stimulation and flutter again. The patient stated that she was probably not feeling stimulation because she had somehow turned stimulation off. Additional information has been requested but was not available as of the date of this report.